Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high rv (right ventricular) bipolar lead impedance alert was triggered. There was high/undefined pacing impedance. A possible lead fracture was suspected. The rv lead was reprogrammed. It was also reported that the atrial lead is known to have no capture and high/undefined pacing impedance. An atrial bipolar lead impedance warning was also triggered a few months earlier. It was noted that an attempt to upgrade the patient¿s implantable cardioverter defibrillator (ICD) was made but the case was aborted due to occluded vein. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.